Event description:
Demo device being demonstrated. When the unit was charged, a bang/pop was heard. No patient involvement.

Manufacturer narrative:
Device being returned for analysis. A supplemental shall be submitted upon completion of investigation.